Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported off label use was due to the user using triclip steerable guide catheter (tsgc) with a mitraclip delivery system. The investigation determined that the reported difficult to remove the tsgc guide attach from the stabilizer may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral and tricuspid regurgitation (mr and tr) for a combined mitraclip and triclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used off label to implant mitraclip into the mitral valve. One of the mitraclip xtw's had a single leaflet detachment (slda) and the clip was no longer attached to the leaflet. Additional mitraclips were used for stabilizer and to reduce mr. Then a triclip was successfully implanted and the procedure was discontinued. While removing the tsgc from the stabilizer, there was significant resistance. Troubleshooting was preformed and it required significant force to separate the tsgc from the stabilizer. The final mr was grade 2+, the final tr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral and tricuspid regurgitation (mr and tr) for a combined mitraclip and triclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used off label to implant mitraclip into the mitral valve. One of the mitraclip xtw's had a single leaflet detachment (slda) and the clip was no longer attached to the leaflet. Additional mitraclips were used for stabilizer and to reduce mr. Then a triclip was successfully implanted and the procedure was discontinued. While removing the tsgc from the stabilizer, there was significant resistance. Troubleshooting was preformed and it required significant force to separate the tsgc from the stabilizer. The final mr was grade 2+, the final tr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user using triclip steerable guide catheter (tsgc) with a mitraclip delivery system. The investigation determined that the reported difficult to remove the tsgc guide attach from the stabilizer may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.